Event description:
Manufacturer's first level investigational unit confirmed the lancet protrudes beyond the end cap of the softclix device. Suspect device has been returned.

Manufacturer narrative:
The event occurred in (B)(6).